Event description:
It was reported that during an unrelated procedure, intermittent capture was noted. No other anomalies were reported. The physician elected to cap and replaced the lead on (B)(6) 2017. The patient was stable before, during and after the procedure.